Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse discovered that the foley catheter kit which was about to use on a patient was made of latex. Stated that the nurse did not use this product on the patient, but notably the packaging did not identify that this product contained latex until after the sterile packaging was opened and only then it was listed in small print on a paper product insert. Given the prevalence of serious latex allergies, this product did not feel safe to use in the hospital. And there was another product they found that appeared to have identical packaging but was made of silicone instead. The foley catheter kit seemed safe for hospital use, whereas the bard lubricath foley catheter tray kit contains latex. The visual appearance of the latex package and the latex free package were very similar, and it was easy to not notice the difference. It would be much better if the packaging was a different color or had a much more prominent latex warning.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "vendor/ printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "bard® ez-lok® sampling port (indicated by the blue stem in the port) accepts luer lock or slip tip syringes. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use." Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned

Event description:
It was reported that nurse discovered that the foley catheter kit which was about to use on a patient was made of latex. Stated that the nurse did not use this product on the patient, but notably the packaging did not identify that this product contained latex until after the sterile packaging was opened and only then it was listed in small print on a paper product insert. Given the prevalence of serious latex allergies, this product did not feel safe to use in the hospital. And there was another product they found that appeared to have identical packaging but was made of silicone instead. The foley catheter kit seemed safe for hospital use, whereas the bard lubricath foley catheter tray kit contains latex. The visual appearance of the latex package and the latex free package were very similar, and it was easy to not notice the difference. It would be much better if the packaging was a different color or had a much more prominent latex warning.